Event description:
A spring is missing on the curved 3-piece cup inserter. The missing locking spring was not in the set and it is unknown if the spring was lost or broken during instrument cleaning from a previous case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A spring is missing on the curved 3-piece cup inserter. The missing locking spring was not in the set and it is unknown if the spring was lost or broken during instrument cleaning from a previous case. A review of the information made available confirmed that insufficient information had been provided to complete a complaint investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.